Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 250 units of insulin; however, the customer was unable to provide the amount of insulin that had been delivered since the cartridge had been loaded. The customer reported blood glucose level was within target range. During a follow-up call on (B)(6) 2016, the customer successfully loaded a new cartridge and received an accurate fill estimate.